Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Company representative reported on behalf of healthcare provider that the healthcare provider voiced concerns about the lid not peeling (it tore) and the implant being slightly stuck to the plastic packaging. Ultimately the healthcare provider decided to use the implant. The device side is right. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/14/2024.

Event description:
Company representative reported on behalf of healthcare provider that the healthcare provider voiced concerns about the lid not peeling (it tore) and the implant being slightly stuck to the plastic packaging. Ultimately the healthcare provider decided to use the implant. The device side is right. The device remains implanted.

Manufacturer narrative:
Reason for reoperation: tyvek or thermoform sticking. Photo evaluation: visual analysis of the photographs identified: ¿ tyvek or thermoform sticking: observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Company representative reported on behalf of healthcare provider that the healthcare provider voiced concerns about the lid not peeling (it tore) and the implant being slightly stuck to the plastic packaging. Ultimately the healthcare provider decided to use the implant. The device side is right. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open.

Event description:
Company representative reported, on behalf of healthcare provider. That the healthcare provider, voiced concerns about the lid not peeling (it tore). And the implant being slightly stuck to the plastic packaging. Ultimately, the healthcare provider decided to use the implant. The device side is right. The device remains implanted.